Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a trupulse generator, world wide configuration and there was an error opening port com 3. The error access to port com 3 was denied and smell of smoke came out of the generator. Additionally, there was error 223 on the trupulse monitor saying carto no connection and 201 console no connection. No further details were provided regarding troubleshooting for the event or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
On 23-oct-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a trupulse generator, world wide configuration and there was an error opening port com 3. The error access to port com 3 was denied and smell of smoke came out of the generator. Device investigation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. The failures reported in the event were confirmed. Since the issue was detected from the console, it was replaced as customer required. No further evaluation on the replaced part was performed at this time. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).